Manufacturer narrative:
Corrected data: this is to correct the initial submission. The following fields have been updated. Section b2 outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage (devices). Section h3-other (81): the device has not been returned for evaluation and the serial number for this device is unknown/not provided. Therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section b3 date of event: the exact date is unknown. The best estimate is about four months ago from the reporting date, november of 2022. Section d4, unique identifier (UDI) number: a partial UDI was provided. Section d6a, if implanted, give date: the best estimate is either 06/20/2022 or 07/20/2022section d6b, if explanted, give date: not applicable as the iol was not explanted.section h4, device manufacture date: unknown as the serial number provided is not a jnj lens section h3-other (81): the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.an attempt was made to obtain the missing information; however, the patient was unable to provide it. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) in causing the patient to experience blurry vision while watching television or looking at her dog. She¿s scared to get in the tub due to her blurry vision. Additionally, the sunlight hurts her eyes. She¿s also experiencing headaches, nauseated and seizures. The seizures occur both inside and outside the house. Patient stated she never had seizures prior to the implants. When the iols were initially implanted her vision was fine. The symptoms started in both eyes about 4 months ago. This report is for the right eye. The patient feels the symptoms are debilitating as she can no longer go outside to her garden like she used to do. Reportedly, her symptoms are the same in both eyes but worse in the right eye. Both eyes were done one month apart but could not remember which eye was done first. She¿s under a lot of stress because she is going through a divorce at 64 years old. However, she believes her symptoms are due to the iol implants. The patient provided a serial number for her right eye that did not align with a johnson and johnson(jnj) product. However she reported both eyes have jnj iol implants. In abundance of caution jnj this medwatch report for the right eye. The report number for the left eye is 3012236936-2023-00777. No further information was provided.